Manufacturer narrative:
(B)(4).

Event description:
It was reported that this patient was inappropriately shocked with this implantable cardioverter defibrillator (ICD). The episode led to multiple shocks and therapy exhaustion. Programming optimization was suggested. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.